Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needle would not deliver medication during the priming process. The following information was provided by the initial reporter, translated from japanese: "the drug solution did not come out upon priming."

Manufacturer narrative:
H6: investigation summary one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 2067719, cat. No. 320559. Visual examination of the returned sample was carried out and a bent patient end of cannula was observed. No manufacturing related issue was observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro-fine¿ pro pen needle would not deliver medication during the priming process. The following information was provided by the initial reporter, translated from japanese: "the drug solution did not come out upon priming."